Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, fluid, nodule, suspicion of lymphoma alcl, and granuloma.

Event description:
Healthcare professional reported right side possible rupture and suspicion of ¿anaplastic lymphoma.¿ an ecotomography test suggested capsular contracture and growth of nodule. An MRI, performed the next day, due to nodule, mastalgia, ¿increase in consistency¿ and ¿increase in its anteroposterior diameter,¿ revealed fluid and confirmed presence of nodule. MRI concluded ¿capsular fracture¿ and mass ¿whose characteristics suggest silicone-induced granuloma.¿ pathological markers were not gathered to rule out lymphoma alcl. The device remains implanted.

Manufacturer narrative:
Clarification a5b patient race: hispanic.

Event description:
Healthcare professional reported capsular contracture (grade ii-iii). Physician informed "histological study has already been performed and intends to perform {explant} surgery as soon as possible"; histological results have not been provided. Biopsy diagnosis indicated: "chronic nonspecific mastitis accentuated with a foreign body type granulomatous reaction".

Event description:
Healthcare professional reported right side possible rupture and suspicion of ¿anaplastic lymphoma.¿ an ecotomography test suggested capsular contracture (grade ii-iii) and growth of nodule. An MRI, performed the next day, due to nodule, mastalgia, ¿increase in consistency¿ and ¿increase in its anteroposterior diameter,¿ revealed fluid and confirmed presence of nodule. MRI concluded ¿capsular fracture¿ and mass ¿whose characteristics suggest silicone-induced granuloma.¿ immunohistochemistry noted "alk (d5f3): negative, cd30: negative", which ruled out alcl. Diagnosis included "chronic nonspecific mastitis accentuated with foreign body type granulomatous reaction". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.